Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent fluctuating blood glucose (bg) levels while using the pump. Customer provided a blood glucose (bg) level of 330 mg/dl; however, bg values/ranges were not provided during fluctuation events. The customer alleged that the pump was causing the fluctuating bg levels; however, specific cause was not clarified. Multiple contact attempts were made by tandem clinical support to obtain additional information regarding the issue; however, the customer did not respond.

Manufacturer narrative:
Customer follow up on (B)(6) 2019: reportedly, the customer reverted to an alternate pump for insulin therapy.